Event description:
It was reported that the cartridge was leaking from undefined location. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. The customer's blood glucose level was above 350 mg/dl,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.